Manufacturer narrative:
The device was not returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: pump head was faulty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a faulty pump head. There was no patient involvement.